Event description:
The customer reported that while running an htlv I/ii assay, summit sample handler, did not pipette the correct amount of sample and/or reagent in row 8 and did not give an error message. A field svc engineer was dispatched. No death or serious injury wsa associated with this event.